Event description:
On (B)(6) 2025, the user called for first-time assistance changing infusion supplies. The first connector would not twist; a second connector from the same box worked properly. Insulin delivery was resumed successfully, and blood glucose remained unaffected. No symptoms or injury reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.